Manufacturer narrative:
There was no product malfunction. The monitor was tested, and the alarm audio and silencing function were found to operate properly. Alarm logs that were submitted to philips were reviewed, and it was confirmed that the monitor had provided a brady alarm at 15:23. The patient began with a desat event at 15:07; the sp02 kept dropping, until it was silenced at the central at 15:22. It was extremely low at that time. Someone then turned arrhythmia alarms off, but a brady via the pulse could still be provided which was the case at 15:23, when the pulse was 32. Additional alarms were then provided including more desat and brady alarms after that. It is not possible to determine where the alarm had been turned off. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in rm (B)(6) coded. The nurse wanted to confirm if the mp70 announced the red brady alarm, and also wanted to know who and where the alarm was silenced/acknowledged (at the bedside or at the central station). The device was in clinical use at the time of the reported event. There is no indication that the use of this monitor (e.g.: silencing alarms) had any impact on the need to provide immediate clinical care to support this patient.